Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4) description: infiniontm cx 70 cm lead model #: sc-4316 lot #: 20823870 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads, and anchor revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. It was believed that the infection was due to impaired wound healing and medicines that the patient was taking. Infection was not procedure related but it was unknown if it was device related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.